Event description:
Customer reported that the insulin pump is cracked on the screen and also has a crack by the battery compartment. Customer stated that the crack goes across the right corner to half way of the screen and big pieces of the battery compartment are missing. Blood glucose value is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, display window, reservoir tube and reservoir tube window. Device received with broken battery tube threads and reservoir tube lip, missing reservoir tube lip o-ring and minor scratched display window.